Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to noise and high out of range pacing impedances. The patient's implantable cardioverter defibrillator (ICD) remains in service with the new lead. No additional adverse patient effects were reported.